Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of "small axillary adenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, small axillary adenopathy.

Event description:
Healthcare professional reported left side rupture, capsular folds, small axillary adenopathy. The device was explanted.